Event description:
It was reported the patient experienced a worsening umbilical hernia coincident with peritoneal dialysis (pd) therapy. The worsening umbilical hernia was manifested by pain. The hernia was initially diagnosed after the placement of the pd catheter but prior to the start of therapy. On the same day as onset of the pain, the patient was hospitalized for the event. The patient was scheduled for the surgical repair of the umbilical hernia with mesh. An unrelated medical condition caused the surgery to be postponed. At the time of this report, no further treatment had been provided to the patient for the hernia. The patient was discharged from the hospital three days after admission. At the time of this report, the patient was recovering from the worsening umbilical hernia event. Dianeal therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore a complete device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.